Event description:
Customer reported when the sensor is plugged into the sensor outlet on the alarm, it does not have a tight fit, issue was found during set up. Customer did not provide the date when found. No patient or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue; the sensor receptacle on the unit has a tight fit when the sensor is plugged into the receptacle. However, more information was received on the returned product which reports the nurse call receptacle is loose and will not hold in plug. This was confirmed when the nurse call cable was plugged into the nurse call receptacle; the cable does not have a tight fit. When the nurse call cable is moved, the nurse call led light goes on and off. There are rattling sounds from inside the alarm unit. (B)(4).